Event description:
Device 3 of 3: reference MFR. Report: 1627487-2012-08267, reference MFR. Report: 1627487-2012-08268. It was reported the pt received strong painful surges of electricity to her left leg. After couple of surges the stimulation stopped completely. F/u indicated the pt received unintended stimulation in the torso/flank area. Re-programming the device was able to resolve most of the overstimulation. Following the re-programming session, the pt reported brief over stimulation when the stimulation starts and then it fades away. The physician suggested the brief initial overstimulation may be due to adhesions near the lead site . No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.